Event description:
Related manufacturer report number: 3006705815-2022-00687, 1627487-2022-00793, 1627487-2022-00794. It was reported that the patient's lead migrated, and patient's anchor was fractured. Patient's lead migration was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 in which the leads and anchors were explanted. Note: it is not known which lead migrated or which anchor fractured so both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00687, 1627487-2022-00793, 1627487-2022-00794. It was reported that the patient's lead migrated, and patient's anchor was fractured. Patient's lead migration was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022 in which the leads and anchors were explanted. Note: it is not known which lead migrated or which anchor fractured so both are being reported.

Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with lab analysis. The lead was returned cut in 2 pieces as a result of the explant procedure. There were indications the lead had been fully inserted and secured inside the header of the ipg. The lead passed continuity on all channels. No physical or functional anomaly that existed prior to explant that would contribute to the issue was observed. The root cause of the issue could not be determined.

Manufacturer narrative:
The reported lead migration was not confirmed. This issue cannot be confirmed with lab analysis. The lead was returned cut in 2 pieces as a result of the explant procedure. There were indications the lead had been fully inserted and secured inside the header of the ipg. The lead passed continuity on all channels. No physical or functional anomaly that existed prior to explant that would contribute to the issue was observed. The root cause of the issue could not be determined.